Manufacturer narrative:
(B) (4). Manufacturer evaluation/investigation currently in process.

Event description:
One hemochron signature elite/act+ system results are 300 seconds less than 2nd signature elite instrument (s/n not reported). No report of adverse event, serious injury, or intervention.